Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported event could be verified. The expiratory channel pcb (printed circuit board) was replaced. The ventilator then passed all safety and functional tests and was cleared for clinical use. The replaced expiratory channel pcb was kept by the healthcare facility and could therefore not be returned for investigation. Provided ventilator logs confirm the failed internal leakage test during pre-use check. There are no technical error codes in the technical log that indicates any ventilator malfunction. Since no parts were returned for investigation, the root cause of the failed internal leakage test has not been determined.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).